Event description:
The customer's father called to report that his son experienced a low bg (35 mg/dl) and ended up visiting the ER. A healthcare provider at the hospital recommended that the son's basal rate be changed on the pdm. At that point, the father called product support and was successfully walked through the process. Seven hours after the settings were changed, the pdm initiated an error message. No add'l info about the pdm or the hospitalization was provided. The pdm will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.